Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. Cosmetic damage was confirmed at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and crack in pump. The customer reported blood glucose value of 400 mg/dl. The customer reported hypeglycemia which did not require treatment. The event involved product(s) mmt-1880l. No further patient complications were reported. It was unknown whether the customer will continue the use of the devices. Product was returned for mmt-1880l.